Event description:
The facility reported an infusion pump with a failure code 570. The failure was reported to have occurred prior to pt infusion. The hosp rep stated they have no record of any pt incident invoving the pump since the last baxter service event and no pt injury had been reported. Although baxter attempted to obtaing information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. No addtional information available.